Event description:
A user reported that a digitally reconstructed radiograph (drr) image, printed directly from the screen of xio radiation treatment planning system was scaled improperly. The system is designed to expand the screen image to fit the width of the paper while holding its correct aspect ratio. For a particular drr, the xio rtp system over expanded the width, resulting in the drr image wrapping around on the left side of the page. One result of this was incorrect representation of patient position relative to the beam. The user reported one patient for whom the treatment beam had been misaligned by the amount the image shifted, however the shift in this case was not, in their judgment, clinically significant.